Event description:
The customer reported that the device had a blank display. Troubleshooting was performed. The batteries were changed and the battery contacts were cleaned. The customer stated that the display returned partially and the battery carrier is cracked. During the call the customer reported that they were hospitalized for high bgs. A replacement was sent.